Event description:
Access to the ripv was very difficult and first attempt resulted in the sheath falling back into the right atrium. The catheter was removed and the sheath repositioned. Continued to the rspv first and one application was given; ripv access was attempted and 2 applications carried out with partial isolation. After several attempts at wiring different branches a further application was made however the cryoconsole showed system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). Catheter removed and case was completed with rf. When the device was returned, pressure testing revealed a leak through the guide wire lumen.

Manufacturer narrative:
Bin files were analyzed and the returned catheter was visually inspected and functionally tested. Bin files do not show system notices for the date of case. Verification of the catheter's smart chip indicated that the catheter was used for 12 injections. Visual inspection showed that the catheter was intact with no apparent issues. Pressure test revealed a leak through the guide wire lumen, however, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at 1.49 inches from the tip. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.